Event description:
It was reported that (1) device was used during an unknown procedure. It was reported that the staples malformed. Opened another device to complete the case. There was no consequence to pt.